Manufacturer narrative:
Final analysis found that a partial lead was returned. The insulation was abraded from 15.6 cm to 16.1 cm , 19.6 cm to 20.6 cm and at 21.4 cm to 21.9 cm from the distal tip which exposed the outer coil. An abrasion was noted at 1.7 cm to 2.0 cm from the distal tip and the outer coil was fractured at the same location. The abrasions were consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported electrical anomalies. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, low impedance, over sensing and under sensing. The patient developed an infection. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.